Manufacturer narrative:
Remote support was provided, the customer reported that the display is defective as it is white. There were no emitted chirps or error message announced or displayed. The display assembly was ordered and sent to the customer. Follow-up finding reveals the device is returned to full functionality, returned to service and remains at the customer site.

Event description:
It was reported to philips that the device had a display defect and that the screen was white. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.